Event description:
The complainant reported that the clinician was performing an anterior floor repair procedure using a pinnacle pelvic floor repair kit on a female patient in 2008. The doctor indicated that after placement of one of the sacrospinous arms, and when withdrawing the capio device, the capio bullet pulled loose from the suture lead. Further information retrieved from the physician indicated that the bullet detached in the capio device and was retrieved. The bullet was not lost inside the patient. The doctor used a standard capio suture to tie the pinnacle lead for a successful placement. The complainant reported that there were no adverse affects on the patient as a result of this event, and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, as it was successfully implanted on the patient; therefore, a failure analysis of the complaint device could not be performed.